Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable was malfunctioning and directly caused the reported error. The cable was replaced and the issue was resolved. The cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed a frame grabber error. The procedure was completed successfully with the imaging system after no delay. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.